Manufacturer narrative:
Analysis of the complaint fiber revealed the fiber was previously used likely four times via the reuse cycles tag which is consistent with what was stated by the customer. Fiber evaluation confirmed the fiber had been separated at a point within the connector while there was likely laser energy being transmitted due to the noted charring on the smaller heat shrink. The bent sma pin and larger heat shrink that was melted inside the connector indicates the fiber was likely exposed to excessive temperatures possibly during reprocessing. The damage to the fiber core and ferrule on the fiber endface is consistent with attempted use after the fiber had been damaged. The rfid scan indicated the fiber was successfully power tested on 12/15/2017 at dmta which indicates the fiber was fully capable of functioning during fiber production and during the first three uses. Based upon these evaluation results, it can by hypothesized that the fiber may have been incorrectly handled during user reprocessing which attributed to this failure since the fiber functioned correctly both during production and for the four field uses. Dornier fibers are fragile and must be handled with care and reprocessed correctly as noted in the IFU during user handling.

Event description:
"Light guide broke at connector end. Fiber was used 4 times. Used on h20" (laser)."